Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate electric shock. Technical services (ts) reviewed the stored episode, and noise oversensed was noted. Which was suspected to be caused by electromagnetic interference (emi). Furthermore, it was determined that the patient had received inappropriate shocks before this incident. Troubleshooting options were discussed and recommended. Physician discretion to monitor and/or troubleshoot since the last inappropriate shock. No additional adverse patient effects were reported outside of the inappropriate shock the patient received. The device remains in service.